Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report unexplained high blood glucose levels. The customer's blood glucose level was 436 mg/dl. The customer did not report any symptoms related to their high levels. The customer removed their set and found no alarms and no bent cannula. The customer was shipped a tubing clamp and was advised to call back when they received it. Nothing was replaced or returned.